Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away. The cause of death was unknown.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the patient outcome and (B)(6) cannot be conclusively determined. The account communicated that the patient expired on (B)(6) 2022 due to heart failure. The patient outcome was not considered to be device related and (B)(6) was reported to have been operating as intended. (B)(6) will not be returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the cause of death was cardiac failure.